Event description:
It was reported that at the pt's first pump refill, a large amount of air was found in the reservoir. After 48 hours, the air was aspirated and the reservoir was filed with water and then with baclofen. The pump failed to function and the pt did not have therapeutic effect. A rotor study was performed, which was successful. The catheter was replaced, but the pt still did not have therapeutic effect. The pump was replaced with a new pump that has been properly filled. The pt then had therapeutic effect.

Manufacturer narrative:
(B)(4).